Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump was not working properly. The customer's blood glucose (bg) was 290 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.